Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device was stopping approximately every five seconds. The foot petal was tried and had the same issue. The procedure was completed with the device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00140. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during the evaluation.